Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was fully applied, the green bar was visible in the indicator window and the safety feature was engaged, and the staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument, and the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Small portion of a staple was in the cut ring. Microscopic evaluation of the anvil buckets noted staple markings. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage. The device also produced all audible, tactile and visual indicators during the fu nctional testing. The instrument body label was removed for evaluation of the eccentric washer assembly and was noted to be secured. It was reported that staples were missing from the staple line after firing, and the staples did not form as expected. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: microscopic inspection of the knife noted staple divots. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hand-assisted sigmoidectomy procedure, the issue with the circular stapler occurred during the anastomosis of the sigmoid colon. The device was not properly functioning, leading to poor staple formation and an incomplete staple line. To address the staple formation issue where only 80% of the staples were deployed and incorporated into the anastomosis, leaving a portion of the anastomosis without any staples and a significant hole big enough to where the thumb of the surgeon could fit, the surgeon over sewed the area using sutures. By manually suturing the incomplete section, the surgeon completed the anastomosis and ensured the proper closure of the hole. As a result of the device problem, the surgical time was extended by 30 minutes or more. An additional leak test was performed to verify the integrity of the anastomosis. The leak test was successful after additional sutures were placed around the gap where staples were meant to be.

Event description:
According to the reporter, during the laparoscopic hand-assisted sigmoidectomy procedure, the issue with the circular stapler occurred during the anastomosis of the sigmoid colon. The device was not properly functioning, leading to poor staple formation and an incomplete staple line. To address the staple formation issue where only 80% of the staples were deployed and incorporated into the anastomosis, leaving a portion of the anastomosis without any staples and a significant hole big enough to where the thumb of the surgeon could fit, the surgeon over sewed the area using sutures. By manually suturing the incomplete section, the surgeon completed the anastomosis and ensured the proper closure of the hole. As a result of the device problem, the surgical time was extended by 30 minutes or more. An additional leak test was performed to verify the integrity of the anastomosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.